Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This product has been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this pacemaker was an attempted implant due to noisy signals and possible farfield oversensing on the atrial channel. The procedure was successfully completed with another pacemaker. This pacemaker has returned for analysis and there were no adverse patient effects reported.

Manufacturer narrative:
This product has been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this pacemaker was an attempted implant due to noisy signals and possible farfield oversensing on the atrial channel. The procedure was successfully completed with another pacemaker. This pacemaker has been returned for analysis and there were no adverse patient effects reported.